Event description:
As reported by the facility. Physician reported that the vena tech lp filter did not completely open upon deployment. Another manufacturer's filter was inserted above the lp filter. Films wee made availale to the manufacturer which documented that the distal 4.5mm of the lp filter had been deployed in the patient's gonadel vein, contrasting the lower section of the filter. This information has been presented to and reviewed with the implanting physician.